Event description:
It was reported that pump displayed repeated alarm 20 during insulin delivery, and cartridge alarm recurred even after attempts to reload. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support with proper cartridge loading technique, advised to switch to multiple daily injections as backup therapy, and was provided a replacement pump with instructions to place existing pump in storage mode and return it using a prepaid label within 10 days.